Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked upon opening the kit. A new kit was obtained for use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) assembly and lidstock for analysis. The straight tubing and cap were noted to be missing from the assembly. No signs of use were present on the swg. Visual inspection of the swg revealed one kink in the distal end of the body. The location of the bend would have been within the straight tubing if it had been assembled to the advancer tubing. No damage was noted to the protective tubing. Microscopic examination confirmed both welds were present and spherical. The kink in the swg measured 560 mm from the proximal weld. The total length of the swg measured 603 mm , which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.799 mm , which is within specifications of 0.788-0.826 mm per swg graphic. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance swg into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package has been previously opened or damaged." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal assembly, the bent portions of the guide wire would have been located inside the straight tubing, protecting it from damage. Therefore, it cannot be confirmed when the guide wire became kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked upon opening the kit. A new kit was obtained for use. No patient involvement reported.